Event description:
Patient reported they have stopped wearing the aligners for several months. Their teeth are extremely loose and they have periodontal disease. Requested letter of recommendation for them stopping treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.